Event description:
It was reported that approximately 10 days after the system was implanted, the patient was scheduled for a post-op wound check and the physician found everything was -normal-. On (B)(6) the patient presented to the hospital experiencing pericardial effusion and tamponade. The cardiac tissue was tapped with a needle to drain the excess fluid. The patient deceased (B)(6) 2013. It was suspected the cause of death was sepsis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.